Event description:
Anesthesia tech was collecting monoject 21g syringes to stock an anesthesia cart. While collecting a number of syringes from the stock pile, he was stuck by a capless syringe that was sent by the company.